Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, false empty detect / use error as the initial drain alarm setting was inappropriately programmed. Labeling review found labeling to be adequate for the user error identified in this report. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 1. The patient's drain volume reading was 4542 ml. The programmed fill volume was 2500 ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv event. According to the nurse she was not aware of any excessive drain volumes. Additionally, the patient has never reported any symptoms of overfill. The nurse does not know how the patient could have drained this amount; however, the patient resumed therapy and is doing well with no further issues. There was no patient injury or medical intervention associated with this event.